Event description:
As reported, patient underwent surgical breast lift procedure with implant of galaflex on (B)(6) 2021 and reported ¿it¿s still feels hard where the galaflex was placed (3 years later) and not much support." It was also reported that 240cc breast implants exchange was also performed.

Manufacturer narrative:
As reported that 3 years after surgery, patient feeling hard and not much support post implant of galaflex mesh. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of(B)(4) units released for distribution in february 2021. Per IFU, "pre-clinical implantation studies indicate that galaflex scaffold retains approximately 70% of its strength at 12 weeks. Bioresorption of the scaffold material will be essentially complete within 18-24 months." Note, the date of event ((B)(6) 2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.